Event description:
The customer reported via phone call that they were receiving the motor error alarm on the insulin pump. The customer's blood glucose was 458 mg/dl. The customer treated the blood glucose with a manual injection. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer mentioned also receiving the no delivery alarm. Troubleshooting for the no delivery alarm was not done because the alarm had already been resolved by a complete set change. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.